Event description:
An unk size aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. It was reported that the stent graft had migrated for an unk reason. The physician elected to surgically convert the pt to a conventional stent graft. The stent graft and its components were removed from the pt. No additional clinical sequelae were reported and the pt is fine.